Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On 10-april-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found possible a sampling or washer issue. The fse replaced the sample nozzle and sample syringe. The fse also replaced both of the drain pumps for the washers. The customer ran bmg calibrators and controls and ran patient samples. Theaia-900 instrument is operational. No further action is required by field service. The most probable cause of the reported event was a failure of the sample nozzle.

Event description:
On (B)(6) 2017, the customer reported quality control (qc )issues with the aia-2000 analyzer. The customer reported that since they changed to bmg pack lot 93 from pack lot 92, the qc on br 54600 had been elevated near the 2sd mark. The qc results were periodically out high of the 2sd mark. Technical support provided the customer with a different lot of bmg and calibrator for troubleshooting this issue. The customer reported that with additional lots, the lots were high compared to its peers. The customer performed a complete de-contamination and made all fresh fluids and re-ran the qc with fresh fluids. The calibration rates were still low for bmg. The qc values were still recovering high. On 10-april-2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for bhcg reproductive hormones, estradiol (e2), alpha fetal protein (afp), follicle stimulating hormone (fsh) and luteinizing hormone (lh ii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.